Manufacturer narrative:
G1 address: (B)(6). H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of an unspecified access set "fell out of the bag". This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.